Manufacturer narrative:
The condition of damaged battery was confirmed through an onsite repair. The condition is due to depleted main batteries. The main batterieswere replaced. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has been previously sent into service for the reported condition of battery damaged. (B)(4)

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. During baxter quality engineering review of the event history on (B)(6), 2010, it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 6.13.90 categorized as remediated.